Manufacturer narrative:
Attempts to contact the patient to follow up were unsuccessful. Voicemail messages and us mail correspondence sent to patient went unreturned. The details of the event or cause cannot be determined. No further investigation possible.

Event description:
Patient (user) stated that she got a uti as a result of using catheter. Patient indicated she has seen the doctor as a result of this.